Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a monoject 35 ml syringe with an unknown product ID and lot number was being filled by their onsite pharmacy and upon use, they found the tip had broken off. The customer further stated that this issue is causing the hospital to waste quite a bit of fentanyl.